Event description:
It was reported that during a device change out, externalized conductors were observed. The lead was explanted and replaced without any complications.

Manufacturer narrative:
A partial lead with the lead tip measuring 58.5cm was returned for analysis. External insulation abrasions were noted at 21.4-21.9cm and 21.6-21.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 44.8-44.9cm, 50.4-50.5cm, and 50.9-51.1cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 36.0-36.5cm from the distal tip. The etfe coating was intact at these locations.